Manufacturer narrative:
All available information was investigated and the reported gripper actuation was confirmed. The returned device analysis also observed a pinch on the gripper cover. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All information was investigated, and the user technique and/or procedural conditions of gripper actuation attempts while inside the anatomy, likely contributed to the observed gripper cover becoming caught in the harness resulting in the reported gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepped and inserted, but while checking the grippers, it was noticed that the posterior gripper did not lower. Troubleshooting was performed, but the gripper was unable to lower. The cds was removed and replaced. Two additional cds¿s were successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.